Event description:
It was reported that a one-link standard bore catheter extension set would not flush. This occurred during infusion of an unspecified drug to a maternity patient. The customer reported that the set was being used as a saline lock, and that the device primed successfully. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.